Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you identify the lot number and product code of the product used? It was mentioned that "the outer packaging of the suture is not strictly made". Was there any hole or tear that could compromise the sterility of the device? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gastro-intestinal perforation procedure on (B)(6) 2025 and suture was used. The doctor used suture to suture the patient's wound. During the preoperative examination of surgical supplies by the instrument nurse, it was found that there was a hair inside the suture packaging, which was intact and undamaged at the time of packaging. Replace with new suture. The outer packaging of the suture is not strictly made, which can easily lead to infection of patients during surgery and increase the risk. No adverse patient consequences were reported. Additional information was requested.